Event description:
The sales rep reported that the patient became symptomatic with hydrocephalus and the implanted shunt did not seem to be working appropriately. As a result, the doctor scheduled a revision and upon opening the patient, the doctor found that the siphonguard was broken off from the housing of the valve. The doctor removed the broken valve along with any potential debris and placed a new programmable valve. Additional information from the sales rep stated that the patient does hit himself in the head but he feels that it should not tear the valve. No injuries to the patient were reported and there were no delays in surgery. The patient¿s condition was good after another shunt was implanted.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when the valve was received was at setting 1. This was controlled visually and with tms. No occlusions were noted. The valve was visually inspected and what looks like clamp and puncture marks were found on the siphon guard. This could be the cause of the torn silicone housing but this could not be confirmed. Review of the history device records was not possible as the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.